Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) (B) (4) alleging that the onetouch ultra meter is giving inaccurate high reading "7.9 mmol/l" compared to normal reading/feeling. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self adjusting insulin. On the morning of (B) (6) 2010, the pt alleged took her usual insulin dose (unspecified type and amount) per the lfs meter reading of "7.9 mmol/l." Approx 1.25 hours later, the pt "went out" and allegedly developed symptoms described as "shaky and could not move." The pt went to the hospital where he tested at "3.0 mmol/l" on the ER meter. The healthcare provider treated the pt with food and/or food around noontime. During troubleshooting, the pt did not have any control solution to perform a quality test. This complaint is being reported because the pt claimed she developed symptoms that can be suggestive of hypoglycemia and received medical intervention accordingly after she took insulin per the lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.